Manufacturer narrative:
B1 selection was added as it was omitted from the initial report that was submitted. G2 added selection as it was omitted from the initial report that was submitted. H6 health effect - impact code e0509 was removed due to investigation determining that the ischemia was attributed to the introducer. A report was submitted for the introducer and the related report number was added to this report.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that patient had a coronary dissection of the middle/distal obtuse marginal artery. The patient became tachycardic and hypotensive. Cardiopulmonary resuscitation achieved return of spontaneous circulation. The impella was then placed. Blood products were administered. Red urine was noted.

Manufacturer narrative:
Correction h6 health effect - clinical code. E0509 was erroneously entered on the initial manufacturer device report. After further review the ischemia was found to be related the introducer. A complaint has been created and is pending submission. E4 was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Cardiac failure: the cause of the injury was not determined due to insufficient clinical details. Hemolysis: the cause of the hemolysis was determined to be due to the patient's condition as clinical information revealed patient had empty lv likely related to the coronary perforation. Device history review: the device passed all post sterile inspection checks.